Manufacturer narrative:
During the investigation of the automated impella controller complaint, a related complaint involving the impella pump was identified and recorded as a related device report in h10 (related report number). The investigation is still ongoing and once completed or if there is receipt of any new, relevant information, a supplemental report will be submitted accordingly. Correction. Corrections have been made to the following fields accordingly: d1 (brand name), d2a (common device name), d2b (procode) and d4 (unique device identifier).

Manufacturer narrative:
A correction was made to the following fields a4 (weight), b7 (medical history) and h10 (related report number) include previously omitted information. Related report number. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was an inaudible or missed buzzer on the automated impella controller (aic) during impella 5.5 support. The pump alarmed because it was in the left ventricle, but there was no accompanying aic alarm. Later, the patient was successfully weaned from the pump and survived.